Manufacturer narrative:
The investigation is ongoing.

Event description:
Customer reported discrepant results between aries sars-cov2 and the cepheid assay during validation. Aries sars-cov2 eua: negative. Cephid genexpert xpress: positive (analyte e CT (30.1), n2 (33.1), spc (27.7). Customer stated that the patient might have been asymptomatic and that the CT values on the cephid had a high CT value which indicated the viral load was low. Sample was performed on module a2. The sample type was nps in utm/vtm that was frozen for 4 days after initial testing on the genexpert. It was then thawed once before re-tested on the aries asssay. Sample was not repeated on the aries assay.